Event description:
It was reported that (1) device was used during a masectomy and axillary node clearance. It was reported by the affiliate that the mcm30 was spitting clips. There was no complication or consequence to the pt. Another mcm30 instrument was used to complete the case. There was no consequence to the pt.